Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion. The patient reported becoming aware of blood clots, clotting and occlusion of the inferior vena cava (ivc), approximately six years and three months post implant. The patient also reported anxiety related to the filter. According to the implant record the patient had a history of multiple pulmonary emboli (pe) and deep vein thrombosis (dvt) and was scheduled for bariatric surgery. The filter was placed via the right femoral vein and deployed below the level of the renal veins. A venacavogram performed prior to deployment found no evidence of thrombus and a compressible femoral vein. There were no reported complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion was reported, with the limited information provided the event could not be further clarified. Blood clots, clotting and/or occlusive thrombosis or occlusion within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to occlusion. Per the implant records, the patient had been scheduled for bariatric surgery and was reported to have a history of multiple pulmonary emboli (pe) and deep vein thrombosis (dvt). The patient was prepped and draped in the standard fashion. Under ultrasound guidance, access was gained to the right femoral vein using a needle. A diagnostic catheter was positioned and an inferior venacavogram was performed with ultrasound and fluoroscopic guidance, finding no evidence of thrombus and a compressible femoral vein. The optease retrievable filter was then deployed below the level of the renal veins. There were no reported complications. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting and occlusion of the inferior vena cava (ivc), becoming aware of these events approximately six years and three months after the filter implantation, and further experienced anxiety related to the filter.